Manufacturer narrative:
An analysis was performed on the returned device. The difficult to open or close and break were confirmed based on the device condition. The irregular feel, noise, and difficult to remove are based on case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was used for pre-close after use of a 17f sheath. It should be noted that the prostyle instructions for use (IFU), states: ¿for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required.¿ it is possible the IFU violation contributed to the difficulties. It was reported the lever was closed using force. It should be noted that the prostyle instructions for use (IFU), states: ¿do not apply excessive force to the lever when returning the foot to its original position down to the body of the device. Do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and / or lead to vessel trauma, which may necessitate intervention and / or surgical removal of the device and vessel repair.¿ it is possible the IFU violation contributed to the difficulties. Based on the information provided and analysis of the returned device, a definitive cause for the reported issue could not be determined. However, two IFU violations may have contributed. Based on observations from the returned analysis it is likely that the foot interacted with tissue or suture and surfed distally out of the guide during the forced closure of the foot inducing the pop. Per the IFU ¿excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and / or lead to vessel trauma, which may necessitate intervention and / or surgical removal of the device and vessel repair.¿ the ¿crunchy¿ feel could be an interaction with the posterior needle tip. The distal surf and dislocation could be caused by the post close attempt which would increase the likelihood of the foot in the access site. After removal of a large sheath a vessel would not likely return to initial access size immediately and thus be larger making it harder for the foot to remain inside the vessel. Per the IFU ¿for access sites in the common femoral artery using 5f to 21f sheaths: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required.¿ lastly, with the foot loose this would explain difficulty to remove as the dislocated foot can no longer be controlled to open or close outside the guide. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code 2017: excessive force; against resistance. H6 - medical device problem code 1494: indication for use.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after an ECMO (extracorporeal membrane oxygenation) device removal procedure with a 17f sheath. No pre-close technique was used in a large-hole puncture site. Reportedly, when the footplate lever was lifted, it felt crunchy; there was resistance and a pop. The lever was unable to be lowered without excess force. When the device was rotated, there was resistance; however, the device eventually released and the lever was able to be lowered. A foot was found to be broken yet still attached and not retracted into the guide during removal of the device. Two other prostyle sutures were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.